Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event and began treatment with injection amikacin (125 mg daily for one week, route not reported), and injection vancomycin (1 gm daily for one week, route not reported). The patient was discharged one week after hospital admission. The patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available.